Manufacturer narrative:
Corrections of h6 (component codes and investigation conclusions). Addition of h6 (type of investigation, investigation findings and investigation conclusions). The 23mm sapien 3 ultra valve was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imaging was provided and revealed calcification and tortuosity of the patient access vessel, the patient had an undersized access vessel (5.2mm), which is less then recommended diameter (5.5mm), and one bent strut was observed during expansion. During manufacturing per procedures, all inspections are conducted on 100% of the units. During the incoming inspection of the components, the valve frames are 100% dimensionally and visually inspected by both manufacturing and quality. In addition, during product verification (pv) testing, samples are tested for tensile strength. The lot met the statistical acceptance criteria. During manufacturing, all sapien 3 valves are 100% visually inspected for the valve outer diameter (od). During final assembly, the sapien 3 ultra valves are 100% visually inspected before and after holder attachments during manufacturing. Prior to final packaging, 100% visual inspection of the valves was performed at preliminary packaging per procedure to ensure there was no damage to the valves from the handling between holder inspection. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history revealed no other complaints relating to the reported event. The IFU for commander delivery system with s3u thv, device preparation training manual, and the procedural training manual were reviewed for instructions relating to the complaint. The procedural training manual provides guidance on delivery system insertion through the sheath. Correctly orient delivery system and check position before insertion, orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure the delivery system is locked in the default position, note maintain edwards logo up throughout the procedure to prevent kinking of the delivery system and insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push the delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification, following proper valve crimping technique and ensure the valve is delivered as straight as possible, be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath, if push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged, if damaged, retract valve in sheath slightly. Remove valve and sheath together as a single unit and replace, if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system, if push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace and do not over-manipulate the sheath at any time. No IFU or training deficiencies were identified. The complaint for frame damage was confirmed through an imagery review. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was unable to be performed. As such, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. Per report, 'aortic position via transfemoral approach, there was a strut of the valve sticking out before the valve was deployed'. The valve was deployed, as the 'strut' was not bent after deployment. There was no patient injury and there was no interventions to be performed and 'it was thought to have been caused by the valve being pushed through the esheath. While there was no reported difficulty during device advancement through the sheath, a review of provided imagery revealed the patient had a tortuous and calcified access vessel. Also, through imagery, it was noted that the patient had an undersized access vessel of 5.2 mm which is less than recommended of 5.5 mm. Per the training manual, push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity, and degree of calcification. In this case presence of tortuosity, calcification, and undersized access vessel could have created the challenging pathway during the delivery system (with crimped valve) insertion through sheath, and it led to higher push force. It is possible that the valve struts caught on the sheath liner while navigating through the sheath. In such conditions, attempts to further advance the device through the sheath can cause damage to the valve. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, available information suggests that patient factors (tortuosity/calcification/undersized access vessel) and/or procedural factors (device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A product risk was previously initiated to investigate the cause and associated with frame damaged during use and corrective action and preventive action (CAPA) were initiated to drive correction actions. The valve from this complaint event was manufactured prior to corrective action. Despite the bent struts, the reported event did not result in patient harm. In this case, available information suggests that patient factors (tortuosity/calcification/undersized access vessel) and/or procedural factors (device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. No labeling or IFU/training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by and edwards lifesciences affiliate, regarding a 23mm sapien 3 ultra valve in the aortic position via transfemoral approach, there was a strut of the valve sticking out before the valve was deployed. The valve was deployed and the 'strut' was not bent after deployment. There was no patient injury and there are no interventions to be performed. It was thought to have been caused by the valve being pushed through the esheath. There was not any more push force than usual. The patient did not have significant tortuosity.